Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that came in totally depleted and would not clear battery alert. The problem happened at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification in relation to the customer reported came in totally depleted and will not clear battery alert. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.